Event description:
Procedure type: cosmetic. According to the reporter; the needle broke after 1-3 tucks during lid plastic surgery without using much force. Fragments fell into the patients open eye but it was possible to retrieve them. Surgery was delayed for more than 30 minutes. No additional blood loss. No loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).